Event description:
It was reported while using bd insyte¿ autoguard¿ bc the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: 5 catheters without any marking: missing variable mentions.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2087242, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed five packages with blank labels. Therefore, based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process and should have been caught by the packaging operator. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all packaging operators to raise awareness of this issue and ensure that each package is being properly inspected prior to release. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.